Event description:
Additional information recevived for report mw5106301 on 01/31/2022: manufacturer is unknown.

Event description:
My mother in law was using a (B)(6) sunbeam heating pad model 853608 when it caught fire. Flames erupted near her head. She yelled and my father in law was able to run from the next room and was able to put it out, by pulling it out of the wall plug and stamping out the flames with his foot, just in time. It singed her hair and the leather sofa, but she survived without injury, other than the trauma of this happening. She is not able to get out of a chair safely by herself so it would have been life threatening and the house would have burned down if my father in law had not been able to get to her and the fire in time. FDA safety report ID# (B)(4).